Event description:
It was reported that during a lap cholecystectomy, the device was fired and it became locked on tissue. Unknown how the device was removed. Used another like device to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.